Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a change in pain when stimulation was on. It was noted that the change in therapy or symptoms was sudden about two weeks ago in the back and upper spine. The patient had extreme pain that made them nauseous at the right hand corner on the implant. An impedance test show contact 1 at 26400 but it was not being used. The patient was programmed with contacts 4, 11, 12 and 13 with a rate of 60 and a pulse width of 200. The patient was palpated with no stimulation change in the back. Troubleshooting had the patient twist and lean forward which was noted to be painful when stimulation was on and when stimulation was turned off the patient could lean down. It was noted that the patient hadn't been using the stimulation for about a week due to the back pain. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reportedthat the rep only used electrodes within the range of normal impedances. The patient still had pain near the battery pocket, which was the main source of pain. The hcp believed that it had caused pain near the area as well. The pain was not resolved as of the day of the report.